Manufacturer narrative:
The field service engineer (fse) observed the fluid leak was coming from the manual probe due to a broken probe wipe assembly. The fse replaced the probe wipe assembly and resolved the fluid leak issue. The fse performed system startup, latron, controls, and reproducibility; all results were acceptable. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately three milliliters of clear fluid leaked near the manual aspiration probe during system startup involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer stopped operation of the instrument at the time the fluid leak was discovered. The laboratory has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.